Event description:
It was reported, the xenon light source keys on the panel did not light up. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the indicators of the front panel were off due to defective main board. This phenomenon reported by the customer was reproduced. Olympus will continue to monitor field performance for this device.